Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) triggered recommended replacement time (rrt) alert before the battery had actually reached the rrt. It was noted that the patient experienced dizziness. The ipg remains in use. No patient complications have been reported as a result of this event